Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump had a blank display. The blood glucose value was unknown. Customer troubleshoot full black screen. Customer advised to discontinue use of the pump and revert to back up plan as per health care professional instructions. Customer stated that blank screen did not disappear. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Insulin pump display properly. No blank display, full segment display or missing segment/partial display anomaly noted during testing.